Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The distributor alleged that the up arrow keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/10/2013 with the following findings: the keypad cover was found to be torn over the up arrow button. During testing, the up arrow keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. The keypad cover was removed and the up arrow button contact was found to be inverted. There was evidence of contamination found under the contrast key contact. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. A test display was inserted and found to function properly.